Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complained issue could not be replicated and/or confirmed (blade cut out) based on the available information (incl. Pictures and/or x-ray¿s). Device history lot. Part: 04.027.054s. Lot: 1l52462. Manufacturing site: bettlach. Release to warehouse date: 24.sep.2018. Expiry date: 01.sep.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on march 29, 2019, the patient underwent a hardware removal due to proximal femoral nail antirotation (pfna) ii blade cut out. Initially, the patient had a proximal femoral nail antirotation (pfna) ii implantation on (B)(6) 2018. The implant was successfully explanted by using general orthopedic instruments available with the surgeon. The procedure was successfully completed with 45 minutes surgical delay. Patient outcome is stable and may undergo a total hip replacement (thr) in the future. Concomitant devices reported: pfna nail (part# 472.116s, lot# l144519, quantity 1) and pfna locking screw (part# 459.340, lot# 5943218, quantity 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a hardware removal due to proximal femoral nail antirotation (pfna) ii blade cut out. Initially, the patient had a proximal femoral nail antirotation (pfna) ii implantation on (B)(6) 2018. Patient and procedure outcome was unknown. Concomitant devices reported: pfna nail (part# unknown, lot# unknown, quantity 1) and pfna locking screws (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).